Manufacturer narrative:
Device history lot. This mre review is for sterilization procedure only. Part: 04.210.116s; lot: l023946; manufacturing site: selzach ; supplier: früh verpackungstechnik ag ; release to warehouse date: 20.june 2016; expiry date: 01.june 2026. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in monument part: 04.210.116 lot: h031109 manufacturing location: supplier ¿ mark two engineering / inspected, packaged and released by: monument release to warehouse date: 18-may-2016 part number: 04.210.116, 2.4mm ti va locking screw stardrive 16mm lot number: h031109 (non-sterile) component part(s) reviewed: pat number: 21015, tialnbri4.00 lot number: 9955088 this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, a surgery for hallux valgus of the right metatarsal bone was performed with va x-plate (small) and the locking screw in question. When the surgeon was inserting the locking screw from desired angle, a burr was generated from right under the screw head. He used another screw and the surgery was completed successfully. There was no surgical delay. The surgeon commented that the screw insertion might have been too angled and it generated the burr. The alert date is july 18, 2019 (jst). No further information is available. Concomitant device reported: unknown variable angle x-plate (part # unknown, lot # unknown, quantity #: 1). This report is for one (1) 2.4mm ti va locking screw stardrive 16mm-sterile this is report 1 of 1 for (B)(4).